Manufacturer narrative:
Evaluation summary: no 25ga+ probe sample was returned for not working. For this complaint file, the final customer lot was identified. Two component probe lots, were used to make up the final lot. A device history record review for each of the probe lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product released met the products acceptance criteria. One lot had no anomaly found based on the device history record reviews. No additional investigation is required based on device history record reviews. Because a sample was not returned and the lot information indicated the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that a 25 g cutter did not work. It is unknown when the event occurred and if there was any patient involved. Additional information has been requested but not received to date. This is one of three reports being filed for the same facility. This report is for the cutter that did not work.